Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿black oily substance. On the container that is supposed to be sterile."

Event description:
Reported by health care professional unknown side "on the inner container. The sterile outside. "Not in the implant space.¿ ¿black oily substance. On the container that is supposed to be sterile. Noticed after the [breast] implant was already in¿. Device remains implanted. Packaging error.

Manufacturer narrative:
Further investigation summary: the review of the documentation associated to the manufacturing process indicates that all devices with work order # 3490089 were released in accordance with abbvie procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. The packages have not been received for analysis in the device analysis laboratory yet. A review of the current risk documents was performed, and the event of packaging error is a known event, for which manufacturing process controls and inspections are stablished to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issues with packaging error will continue to be monitored and corrective action taken in the future if deemed appropriate. Additional, changed, and/or corrected data: g1.

Event description:
Reported by health care professional unknown side "on the inner container. The sterile outside.¿¿not in the implant space.¿ ¿black oily substance. On the container that is supposed to be sterile. Noticed after the [breast] implant was already in¿. Device remains implanted. Packaging error.